Event description:
This unsolicited case from united states was received on 27-jul-2017 from patient's wife. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after few years the patient could not walk, baker's cyst behind left knee; after 3 days, fluid aspirate samples sent to the lab indicated inflammation; after unknown latency blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaked and healthcare professional (hcp) who injected synvisc one did not aspirate fluid prior to injection (off label use). No relevant medical history and concomitant medications were reported. Past medication included synvisc (about 4 years ago) which worked so well with no problems. Patient might need a knee replacement but patient decided to receive another injection and consider replacement afterwards. Patient had "high pain tolerance" but had a lot of pain and had been taking hydrocodone bitartrate/paracetamol (vicodin) or hydrocodone bitartrate/paracetamol (norco) 3 times per day, using ice and methyl salicylate (bengay) regularly, took calcium supplements and had extreme fatigue. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number and expiration date: not reported) in right knee for osteoarthritis. Patient had a reaction to the synvisc one. Patient reported the hcp who injected synvisc one did not aspirate fluid prior to injection did (off label use). On (B)(6) 2017, three days after receiving the injection, the patient had swelling the right knee and did not return for the injection into left knee because of that. On an unknown date in (B)(6) 2017 (7-10 days of the injection), both knees were swollen to the point patient could not walk and patient went to the emergency room (ER). Patient spent a couple days in the hospital and his knees "had a severe amount of fluid in them." It was reported that 100 cc was removed from one knee and 55 cc was removed from other knee. On an unknown date in 2017 (between (B)(6) and last week), patient has had fluid aspirated from his knees 4 times. On an unknown date in (B)(6) 2017, the patient had baker's cyst behind left knee and in one of the aspiration samples sent to the lab, there was blood in it (latency: few days). The sample was from the left knee. The lab results on the other fluid aspirate samples were sent to the lab indicated inflammation but no infection (latency: 3 days). Patient reported he walked "like he had a wooden leg" and cannot bend his knee and the joint creaked (latency: unknown). Patient was referred to hcp for ongoing treatment for advice. The physician had been treating the patient since this occurred as hcp who administered the synvisc had not returned patient's calls. Corrective treatment: fluid removal for fluid aspirate samples sent to the lab indicated inflammation; not reported for rest outcome: unknown for could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation, blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaks a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in patient hospitalization for events of could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation pharmacovigilance comment: sanofi company comment dated (B)(6)2017: this case concerns a patient who received treatment with synvisc one for osteoarthritis and was hospitalized as patient was unable to walk and experienced baker's cyst and inflammation characterized by swelling and pain. The causal role of suspect product in occurrence of inflammation in right knee cannot be ruled out as patient experienced swelling and effusion in right knee three days after injection. However, causal role of suspect in occurrence of baker's cyst in left knee cannot be established as injection was administered in right knee. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 27-jul-2017 from patient's wife. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after few years the patient could not walk, baker's cyst behind left knee; after 3 days fluid aspirate samples sent to the lab indicated inflammation; after unknown latency blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaks/ makes cracking, crunching noises when he attempts to walk and healthcare professional (hcp) who injected synvisc one did not aspirate fluid prior to injection (off label use). No relevant medical history and concomitant. Medications were reported. Past medication included synvisc (about 4 years ago) which worked so well with no problems. Patient might need a knee replacement but patient decided to receive another injection and consider replacement afterwards. Patient had "high pain tolerance" but had a lot of pain and had been taking hydrocodone bitartrate/paracetamol (vicodin) or hydrocodone bitartrate/paracetamol (norco) 3 times per day, using ice and methyl salicylate (bengay) regularly, took calcium supplements and had extreme fatigue. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number and expiration date: not reported) in right knee for osteoarthritis. Patient had a reaction to the synvisc one. Patient reported the hcp who injected synvisc one did not aspirate fluid prior to injection did (off label use). On (B)(6) 2017, three days after receiving the injection, the patient had swelling the right knee and did not return for the injection into left knee because of that. On an unknown date in (B)(6) 2017 (7-10 days of the injection), both knees were swollen to the point patient could not walk and patient went to the emergency room (ER). Patient spent a couple days in the hospital and his knees "had a severe amount of fluid in them." It was reported that 100 cc was removed from one knee and 55 cc was removed from other knee. On an unknown date in 2017 (between april and last week), patient has had fluid aspirated from his knees 4 times. On an unknown date in (B)(6) 2017, the patient had baker's cyst behind left knee and in one of the aspiration samples sent to the lab, there was blood in it (latency: few days). The sample was from the left knee. The lab results on the other fluid aspirate samples were sent to the lab indicated inflammation but no infection (latency: 3 days). Patient reported he walked "like he had a wooden leg" and cannot bend his knee and the joint creaked (latency: unknown). Patient was referred to hcp for ongoing treatment for advice. The physician had been treating the patient since this occurred as hcp who administered the synvisc had not returned patient's calls. Patient was in extreme pain. Patient had one injection procedure a total of 4 times in the last 10 years. Patient's wife believed that the lot (had the number and record of) might have been infected and/or tainted by some unknown bacteria which had "traveled" throughout the legs and made cracking, crunching noises when he attempted to walk. Patient had been experiencing the worst most horrific symptoms and conditions. Last (B)(6) for the 3rd time since (B)(6) 2017, the doctor removed 210 cc of fluid from both knees and a newly formed cyst on his right leg (latency: unknown). Corrective treatment: fluid removal for fluid aspirate samples sent to the lab indicated inflammation and cyst on his right leg; not reported for rest. Outcome: unknown for could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation, blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaks/ makes cracking, crunching noises when he attempts to walk and cyst on his right leg. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: in patient hospitalization for events of could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation. Additional information was received on 26-jul-2017 from patient's wife. Verbatim was updated from joint creaks to joint creaks/ makes cracking, crunching noises when he attempts to walk. Additional event of cyst on his right leg was added along with details. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-aug-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: lsanofi company comment for follow up dated 1-aug-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one for osteoarthritis and was hospitalized as patient was unable to walk and experienced baker's cyst and inflammation characterized by swelling and pain. The causal role of suspect product in occurrence of inflammation in right knee cannot be ruled out as patient experienced swelling and effusion in right knee three days after injection. However, causal role of suspect in occurrence of baker's cyst in left knee cannot be established as injection was administered in right knee. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient's wife. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after few years the patient could not walk, baker's cyst behind left knee,; after 3 days fluid aspirate samples sent to the lab indicated inflammation; after unknown latency blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaked and healthcare professional (hcp) who injected synvisc one did not aspirate fluid prior to injection (off label use). No relevant medical history and concomitant medications were reported. Past medication included synvisc (about 4 years ago) which worked so well with no problems. Patient might need a knee replacement but patient decided to receive another injection and consider replacement afterwards. Patient had "high pain tolerance" but had a lot of pain and had been taking hydrocodone bitartrate/paracetamol (vicodin) or hydrocodone bitartrate/paracetamol (norco) 3 times per day, using ice and methyl salicylate (bengay) regularly, took calcium supplements and had extreme fatigue. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number and expiration date: not reported) in right knee for osteoarthritis. Patient had a reaction to the synvisc one. Patient reported the hcp who injected synvisc one did not aspirate fluid prior to injection did (off label use). On (B)(6) 2017, three days after receiving the injection, the patient had swelling the right knee and did not return for the injection into left knee because of that. On an unknown date in (B)(6) 2017 (7-10 days of the injection), both knees were swollen to the point patient could not walk and patient went to the emergency room (ER). Patient spent a couple days in the hospital and his knees "had a severe amount of fluid in them." It was reported that 100 cc was removed from one knee and 55 cc was removed from other knee. On an unknown date in 2017 (between april and last week), patient has had fluid aspirated from his knees 4 times. On an unknown date in (B)(6) 2017, the patient had baker's cyst behind left knee and in one of the aspiration samples sent to the lab, there was blood in it (latency: few days). The sample was from the left knee. The lab results on the other fluid aspirate samples were sent to the lab indicated inflammation but no infection (latency: 3 days). Patient reported he walked "like he had a wooden leg" and cannot bend his knee and the joint creaked (latency: unknown). Patient was referred to hcp for ongoing treatment for advice. The physician had been treating the patient since this occurred as hcp who administered the synvisc had not returned patient's calls. Patient was in extreme pain. Patient had one injection procedure a total of 4 times in the last 10 years. Patient's wife believed that the lot (had the number and record of) might have been infected and/or tainted by some unknown bacteria which had "traveled" throughout the legs and made cracking, crunching noises when he attempted to walk. Patient had been experiencing the worst most horrific symptoms and conditions. Last friday for the 3rd time since (B)(6) 2017, the doctor removed 210 cc of fluid from both knees and a newly formed cyst on his right leg (latency: unknown). Corrective treatment: fluid removal for fluid aspirate samples sent to the lab indicated inflammation and cyst on his right leg; not reported for rest. Outcome: unknown for could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation, blood in one of the aspiration samples from the left knee, walks like he has a wooden leg, cannot bend his knee, joint creaks/ makes cracking, crunching noises when he attempts to walk and cyst on his right leg. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: in patient hospitalization for events of could not walk, baker's cyst behind left knee, fluid aspirate samples sent to the lab indicated inflammation. Additional information was received on 26-jul-2017 from patient's wife. Verbatim was updated from joint creaks to joint creaks/ makes cracking, crunching noises when he attempts to walk. Additional event of cyst on his right leg was added along with details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 26-jul-2017: the follow up information received doesnot change previous case assessment. This case concerns a patient who received treatment with synvisc one for osteoarthritis and was hospitalized as patient was unable to walk and experienced baker's cyst and inflammation characterized by swelling and pain. The causal role of suspect product in occurrence of inflammation in right knee cannot be ruled out as patient experienced swelling and effusion in right knee three days after injection. However, causal role of suspect in occurrence of baker's cyst in left knee cannot be established as injection was administered in right knee. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.